Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink and shaft detachment were able to be confirmed. The reported difficulty to insert was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while inserting the sds into the guiding catheter inadvertent mishandling resulted in the reported shaft kink; thus resulting in the reported difficult to insert. Further manipulation of the device resulted in the reported shaft detachment at the location of the reported shaft kink. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, mildly calcified proximal left anterior descending coronary artery. A 3.5 x 15 mm xience v stent delivery system (sds) was selected for the procedure. While inserting the sds into the guiding catheter the distal end of the sds kinked. The sds was removed and was replaced with a non-abbott sds to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. Returned goods analysis revealed that the proximal shaft was separated. Follow-up with the account confirmed that proximal shaft was kinked and then separated during advancement into the guiding catheter. No additional information was provided.